Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose was 2.4 mmol/l with confusion. It was reported the patient was treated by emergency medical services with food and drink. The reporter noted the patient resume pump therapy with the same pump, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates. It was reported the total daily dose basal history did not match the programmed basal rates for an unknown reason. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016-product analysis: the device was returned and evaluated by product analysis on 08/29/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery and the last bolus delivery were on (B)(6) 2016. No abnormal pump behavior was observed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).